Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. The reported patient effects of myocardial infarction and stenosis are listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Optima-af study. It was reported that the index procedure on (B)(6) 2020, was to treat a mildly tortuous, mildly calcified left anterior descending artery. A 3.0x15mm xience sierra was implanted without issue. On (B)(6) 2021, the patient showed symptoms of myocardial infarction and in-stent restenosis was confirmed. Revascularization was performed with a dcb [drug coated balloon] due to in-stent restenosis. Timi 3 flow was achieved. A clinically significant delay in procedure was not reported. No additional information was provided.